Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call because they want information from the insulin pump sent to the hospital as it appeared not working. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.